Event description:
The report stated that the ligasure v handpiece was used during a renal autotransplantation. The device was activated, but the seal appeared weak and the pt experienced some oozing from the sealed area. The power level of the ligasure generator was raised from 2 bars to the maximum setting of 3 bars, but this did not prevent the inadequate sealing. Another ligasure v handpiece was used to complete the surgery. The amount of bleeding was less than 200cc.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.